Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient no longer felt fluttering between her legs and had a return of symptoms of the bladder. The patient verified they had not had any falls or accidents. The current setting was at 1.9v on program 4. The patient increased stimulation while on the call to 3.1v and noted they felt stim, but that it was like a prick in the back an inch or two from the implant. It was noted the patient used to only feel stim if they stood on their right foot and leaned a bit to the right. It was also reported the patient felt stimulation in their back after switching to program 2. The patient switched to program 1 and felt weak stimulation in their back at 3.0v. The patient switched to program 3 at 1.4v and felt stim in the bicycle seat area. It was noted they planned to leave it on program 3. No further complications were reported.